Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The attached case logs were reviewed and it was identified one session corresponded to the reported issue date. The user performed a sacroiliac and thoracolumbar (spine) procedure on the incident date. The workflow progressed through selectprocedure instruments acquireimages navigation in multiple alternating cycles, followed by transitions back to instruments, then acquireimages, and finally navigation. Throughout the session, no irregularities were detected in rabbitmq service, graphics processing unit (gpu) activity, database operations, or any segmentation faults. No log evidence or errors were found to explain the auto-registration inaccuracy. Based on available data, anatomical movement relative to the reference frame during screw placement was suspected but remained unconfirmed, as such events were not captured in logs or archives. There were no archives provided codes: b01, c19, d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome. The issue occurred intra-operatively, and there was a 45-minute delay to the procedure. In addition, it was reported that patient information were not available due to health insurance portability and accountability act (hipaa) and per mayo clinic supervisor.

Manufacturer narrative:
Please see section b5 and section d for additional information. F26 was updated to reflect that there was no patient impact. F1908 was added for the less than an hour delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0, h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that 4 spins taken by the imaging system were inaccurate by over 1 cm. The site swapped out the patient reference frame during the 2nd and 4th spins but this did not resolved the inaccuracy. The site swapped out for another imaging system and this resolved the issue. The length of delay in the procedure and patient impact are unknown.